Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on july 22, 2020. Device evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed on the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) with ptosis and right sided rupture post procedure. The rupture was discovered through mammography. There was free silicone in the breast. As a result, the patient had capsulectomy and removal without replacement performed on (B)(6) 2019. See 1645337-2020-08830 for contralateral prosthesis report.